Manufacturer narrative:
Manufacturing site: (B)(4). Device evaluation could not be performed because the affected device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information, results of manufacturing records review, and referring to known similar events, it was presumed that stress generated with torquing or pushing/pulling manipulation in attempts to cross the lesion had likely contributed to separation of the tip of the gaia second guide wire. The applied stress would localize and therefore exceed the product design limit when the tip was being trapped and restricted its movement by the calcified lesion. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that percutaneous coronary intervention was performed to treat a calcified lesion in the mid left anterior descending artery (lad). During the operation, an asahi gaia second guide wire was used to cross when it became embedded in the lesion. Although balloon dilatation was repeatedly performed to replace the guide wire, the guide wire was still not removed and broke off. The operation was then stopped. At the time of this report, intensive anticoagulation and antiplatelet aggregation therapy were given to the patient, and the patient's vital signs were stable.